Event description:
While withdrawing the device back into the sheath, the physician felt one of the electrodes catch on the sheath, he inspected the sheath and noticed the c1 was loose. The sheath was a st. Jude 10 french sl2. There were no patient complications. Patient is fine.

Manufacturer narrative:
The reported device was received and product analysis was performed. Visual examination under a microscope found out spacing of electrodes #1, 2 and 3 on spline c, e and g were out of specification. The complaint description stated that a st jude 10 french sl2 sheath was used with the constellation catheter. Due to the delicate nature of the electrodes in the constellation catheter, the electrodes can easily be damaged if used with a different sheath. The constellation directions for use specifically states: "the constellation catheter should be used only with boston scientific/ep technologies' 8.5f soft tip sheath/dilator assembly and accessory cables." Per the constellation (B) (4), all failure modes associated with spline tube damage or ring electrode damage/movement are identified as risk index 0 or 1. There is no likehood of electrodes falling off the spline unless the spline were to break. We had not received any complaints of this failure mode. There were no manufacturing issues identified during the device history record review, there were no similar complaints received for this batch number. Similar complaints were reviewed for this product family and there was no unfavorable trend.